Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(4), stating that the device has hose damage; hole cut in hose. It is unknown if the event occurred during surgery; it is also unknown if there was any patient or suer injury or medical intervention reported related to this occurrence. No additional information available. The date of the event is unknown.